Event description:
It was reported that during bowel resection the stapler would not work or power on, a new device was opened and used. All went as planned. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Date sent 11/6/2024. D4 batch #c9de67. B3: only event year known: 2024. Investigation summary:  the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism and with the blue led active. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional.  The device event log was reviewed. A series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number c9de67, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device ech60s lot number c9dj0v and no non-conformances were identified.